Event description:
It was reported that the device, which was used for testing hand pieces, was not working. Upon evaluation, the cpc connector was identified as the cause. There was no patient involvement and no adverse patient consequences. No further information was available.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the cpc connector was identified as the cause of the device not working. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.